Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer could not find any failure related to the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had drawer failure. The customer stated that the malfunction occurred, the machine was actively being used and access was not available. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.